Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported upon receipt of the device and warranty claim form that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earlier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1056t competitor implantable pacing lead implanted 2007 (B)(6); 693565 implantable tachy lead implanted 2013 (B)(6).(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.